Event description:
It was reported to covidien that customer states that strange sound was heard 25 mins after starting to use. After that the outlet caught fire. No pt harm reported.

Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model.